Event description:
The tip of the trocar (3/16" trocar with drain), was extended beyond the protective cover and a nurse was stuck in the hand. According to the report from the hospital the injury to the nurse was "low level".

Manufacturer narrative:
This is the initial report and at this time we are still waiting for the device to be returned. A full investigation will be performed once the device is returned. The device in question has not been received by aspen surgical as yet. We do understand that it is en route. When the suspect product arrives it will be sent out for sterilization. Upon its return from sterility, a full investigation will be performed. We will file a f/u report when we received the completed investigation. Thank you.